Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump's down button not working. The customer¿s blood glucose level was 444 mg/dl because his infusion set was leaking. Customer reported that the insulin pump was dropped on tile floor and the button stopped working also received battery errors. Drive support cap was normal. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer was assisted with performing self test and the test was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test and displacement test. No unexpected battery alarms including unexpected battery power loss alarms were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Unit received with cracked case at display window corners, reservoir tube lip and display window. Unit received with minor scratched display window. Unit received with stained end cap sticker. The p-cap / reservoir locked in place properly during testing.